Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in (B)(6).

Event description:
The customer complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 13:55 the result from the meter was 5.2 inr and within 7 hours the result from the laboratory was 3.09 inr. The customer did state that he pressed his finger. The customer's therapeutic range is 3.0 - 3.5 inr. There was no allegation of an adverse event. The customer's test strips were requested for return. The customer's test strips were not returned. Relevant retention test strips (lot 297790) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.